Manufacturer narrative:
Results evaluations codes: investigation: smith medical foreign country's investigation stated that the event sample was returned and it was confirmed that the inflation line had become torn 18mm from the pilot balloon. Examination of the inflation line ends found the faces to have a clean cut, with evidence of pinching between two opposing blades as though cut with a pair of scissors. A review of our complaints history confirmed this to be the first complaint for the two possible product lot numbers given. Though there have been complaints for product leakage on this product code, these are historical and do not indicate a systematic failure during MFR, especially when compared with sales of over annual sales. A further review of mfg records confirmed the presence of an inflation/deflation check carried out 100% on this product line. Root cause: in light of the device being in use for two weeks prior to the tube becoming cut, we can only surmise the inflation line was inadvertently cut by the caregiver.